Manufacturer narrative:
The insulin pump had on response function properly. No button error alarms noted. However found trace of moisture damage on the keypad trace. Unit had loud motor noise during rewind due to faulty motor. Unit had broken battery tube threads and cracked case above corners of display window. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on (B)(6) 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call that the insulin pump had a keypad anomaly. The blood glucose at the time of the incident was 200 mg/dl. Troubleshooting was performed. The device was returned for analysis.